Event description:
This is the second of three reports (same patient, same procedure); this report is in regards to product ID 14-40-0012 vu-epod inserter - 12mm. During a laminectomy surgery of the lumbar spine t7-s1 to correct an adult deformity, the threads of a vu epod implant were stripped by the inserter. The stripped device was noticed after the implant was implanted in the patient. The surgeon did not remove the implant and continued with the procedure. There were no adverse events or delays in surgery due to the issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.